Manufacturer narrative:
H.6. Investigation summary : 1. Exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. 2a. Samples returned - two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on one sample and no issues were observed on the second sample. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. 3. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 4. DHR review - no DHR review can be carried out as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle had damaged product issues. The following information was provided by the initial reporter : the user reported that the product had no needle npe.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle had damaged product issues. The following information was provided by the initial reporter : the user reported that the product had no needle npe.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.